Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Product will not be return.

Event description:
It was reported that there is no broken nail as per attached x-rays, but osteosynthesis itself failed, so revision surgery is required. The surgeon stated that "our opinion why implant failed is inappropriate reposition, we did not restore adams arch. There is visible medial movement of all implant due to laxity in diafysal bole. Dynamic fixation was used. If only stem of the nail was bigger - e.g. 13mm or of there is a stop on the end of hip screw - it would prevent medial dislocation of nail.